Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported the battery voltage before implant was 3.07v when it was usually 3.10v. The ins was not implanted as the rep was not sure if there was a product anomaly. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.